Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) inspected the instrument. The fse found a broken tip and plunger clamp in position #2 of the instrument. The fse replaced the broken clamp and lld spring. The fse performed splld checking procedure and tested summit with oas user software. The instrument was tested without problem and was returned to expected operation.

Event description:
The ortho summit sample handling system instrument reportedly did not pipette sample and did not generate an error message. No death or serious injury was associated with this incident. (B)(4).